Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was in range of 473 mg/dl. Customer was treated with insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Troubleshooting was performed for high blood glucose. The insulin pump will be returned for analysis.